Manufacturer narrative:
The customer indicated the alarm ceased to sound. Therefore, the customer canceled the service call.

Event description:
The customer reported the systems' alarm sounded constantly and thereby failed to boot up properly. No report of pt injury.